Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization and IV fluid management while on ilet therapy. Hyperglycemia with dehydration requiring inpatient care is clinically significant and consistent with the reported treatment with IV fluids and insulin. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl, resulting in hospitalization for dehydration. The user was admitted on (B)(6) 2026, treated with IV fluids and insulin, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.